Event description:
Information was received from a foreign healthcare provider via a clinical study regarding a patient receiving an unknown drug via implantable pump. It was reported that on 2025-10-24 the patient reported there had been swelling around the pump for several weeks. The patient went to the emergency room (ER) on (B)(6) 2025. The patient had no increased spasticity, itching, fever, or headache. An ultrasound showed an increase in anechoic fluid around the pump site. There were no signs of pump dysfunction or infection. Given that the sutures on the abdominal wound had been in place for 14 days, it was decided to remove them in the ER. During removal, the wound opened slightly in the center due to softening of the wound edges. The wound and pocket were covered almost immediately with compresses soaked in chlorhexidine. Antibiotics were also initiated. The culture seemed to be negative after 2 weeks. The event was resolved without sequelae on 2025-11-21.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.